Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm (B)(6) aortic valve implanted five (5) years, nine (9) months, is being evaluated for valve-in-valve procedure due to aortic stenosis. Patient presented with nyha class iii heart failure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including coronary artery disease (cad) .

Manufacturer narrative:
Added information to h6. The device was not returned to edwards for evaluation as it was reported to not be available.

Manufacturer narrative:
Added information to b5, b6, b7, h6.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, was evaluated for valve-in-valve procedure due to severe symptomatic aortic stenosis and severe calcification. Patient presented with nyha class iii heart failure. Through implant patient registry it was learned the 27mm 3300tfx aortic valve was explanted and replaced with a 25mm 11060a aortic valved conduit. Per medical records, patient with uncontrolled diabetes and history of poor compliance and thrombosis of tissue valve. The patient has known heart block with a right bundle branch block and a left anterior fascicular block. The patient underwent re-do aortic valve replacement, aortic root enlargement, and reimplantation of the coronary arteries. The aorta was opened and found a very heavily calcified tissue valve. The valve was quite stuck and there was a cement like fibrotic picture at the level of the valve. Surgeon sized for 25mm tissue valve and this was placed in position without difficulty. The aorta was closed when surgeon noticed some bleeding underneath the aortic prosthesis at the level of the annulus where the patch had been applied. Various stitches were placed but the bleeding continued in this location. The tissue valve was explanted and replaced with a 25mm 11060a aortic valved conduit. Patient was placed on intra-aortic balloon pump without difficulty. The patient was transferred to the cardiovascular intensive care unit in critical, but stable condition. Patient was discharged on pod# 20.

Manufacturer narrative:
Added information to b2, b5, b7, g2, h6.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, is being evaluated for valve-in-valve procedure due to aortic stenosis. Patient presented with nyha class iii heart failure. Through implant patient registry it was learned the 27mm 3300tfx aortic valve was explanted and replaced with a 25mm 11060 aortic valved conduit.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad), diabetes.

Event description:
It was reported and learned from the medical records, that a patient with a 27mm 3300tfx aortic valve implanted five (5) years, nine (9) months, underwent a redo aortic valve replacement due to severe symptomatic bioprosthetic aortic valve stenosis and severe calcification. The explanted valve was initially replaced with a 25mm 11500a aortic valve, which was then explanted at implant and then replaced with a 25mm 11060a konect resilia aortic valved conduit. Per medical records. Echo cardiograms demonstrate severe aortic stenosis with peak velocity of almost 4m/sec, and peak gradient of 60 mmhg in the setting of complete heart block. The patient underwent re-do aortic valve replacement. Intra operatively the aorta was opened and found heavily calcified tissue valve without evidence of clots. The 27mm 3300tfx magna ease aortic valve was explanted. The valve was quite stuck and there was a cement like fibrotic picture at the level of the valve, annulus was debrided and fibrotic tissues were removed without injure the annulus. The aortic root got enlarged and hemashield was utilized to construct the enlargement and sized for [25mm 11500a tissue aortic valve] that was placed in position without difficulty. The aorta was closed when surgeon noticed some bleeding underneath the aortic prosthesis at the level of the annulus where the patch had been applied. Various stitches were placed but the bleeding continued in this location. The 25mm 11500a aortic valve was explanted (B)(6) 2024 and replaced with a 25mm 11060a konect resilia aortic valved conduit. The patient was placed on intra-aortic balloon pump without difficulty. The patient was transferred to the cardiovascular intensive care unit in critical, but stable condition. Patient was discharged on pod# 20.

Manufacturer narrative:
Added information to h11. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad), diabetes.

Manufacturer narrative:
Updated h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including history of coronary artery disease.